Event description:
It was reported that a patient had fracture of femur. The stem was replaced and an ncb plate was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G12: report source: australia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. Corrected: d4. No product was returned or relevant pictures provided; a product evaluation could not be performed. One image showing the implant label of the implanted product during revision surgery was provided. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history/histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. No medical records in the form of surgical notes were not provided. One radiographic image was provided. However, the image is of post revision with plate, screws, and wires. An assessment of this image was not performed as it would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.